Event description:
It was reported that during a ptca/stenting treatment procedure, the tips of the two "buddied" pt2 moderate support guidewires broke off. The pt was asymptomatic during this event. The lesion being treated was a >50% stenotic lesion in the diagonal branch of the lad coronary artery. The physician used a 7 fr cordis avanti introducer sheath for vascular access and a 7 fr mach1 jl 4.0 guide catheter to cross the lesion. The guidewires were manipulated through a metal entry needle. After the stent was placed, the physician attempted to retrieve the guide wires. The wires were kinked in the lumen of the vessel. There may have been a loop in the guidewire that was pulled. The distal tips of both of the wires fractured and remained in the diagonal branch of the lad coronary artery. Only one of the wire tips was successfully retrieved. The diagonal branch was small, and the remaining fractured tip was located distally in the vessel. The procedure was considered successful with stenting of the left main branch of the lad coronary artery. The pt's current status is stable, with no symptoms. (Same case as manufacturer's report number 6000130-2004-00098).